Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 crdm non-defib lead implant: 2008 (B)(6); 5076-52 crdm non-defib lead implant: 2008 (B)(6). (B)(4).

Event description:
It was reported that during an exercise stress test, the patient was at a rate of 80 to 90 beats per minute (bpm) and then dropped to a rate in the 40's (bpm). The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.